Manufacturer narrative:
The frx device (sn b19a-00373) was returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that there was no fault found with the device. Alleged failure could not be recreated during failure analysis. Device functioned to supply therapy as expected per design. The device includes visual and audio ready for use indicators designed to alert users and ensure that the device is adequately maintained to supply therapy as intended. Based on the information available and the testing conducted, there was no fault found. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Correction of the sn provided in the investigation summary. Original statement "the frx device (sn (B)(6)) was returned to philips for additional analysis." Correct statement "the frx device (sn (B)(6)) was returned to philips for additional analysis."